Manufacturer narrative:
D10: 300-01-09 equinoxe, humeral stem primary, press fit 9mm. 320-38-00 145-deg pe 38mm hum liner +0. 320-10-00 equinoxe reverse tray adapter plate tray +0. 320-01-38 equinoxe reverse 38mm glenosphere. 320-15-05 eq rev locking screw. 320-15-01 eq rev glenoid plate. 320-20-26 eq rev compress screw lck cap kit, 4.5 x 26mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that 72 yo female patient, who had a right rtsa, was reported to have sensorimotor deficit, diagnosed 1 day post op. Persistent / significant disability was stated. Definitely not related to the device but definitely related to the procedure. No actions were taken. The outcome indicates continuing. No further information.